Manufacturer narrative:
(B)(4).

Event description:
An article was received which noted the patient's sleep apnea experience. It was reported that the patient's husband complained that the patient experienced the on-set of sleep apnea and snoring after vns placement. These symptoms were noted to resolve after the settings were adjusted; intensity and pulse frequency were reduced and a high duty cycle was activated. The study also reported one patient who passed away due to probable sudep. This is reported in mfg. Report #1644487-2012-00266. The article also described other patients experiences with sleep apnea which are being reported in mfg. Report #1644487-2018-00147.

Event description:
Reporter indicated a patient developed new-onset sleep apnea with snoring after implantation of the vns. Vns stimulation exacerbates the sleep apnea, and the sleep apnea is occurring with vns stimulation on time. CPAP treatment was initiated as an intervention for the sleep apnea, and the vns settings were also reduced. The sleep apnea has improved.